Event description:
It was reported that pump began smoking while it was charging using tandem charging supplies. There was no reported impact to the customer¿s blood glucose level. Customer planned to use multiple daily injections as backup insulin therapy, and technical support arranged replacement pump and replacement charging supplies.